Event description:
Procedure: lap hernia repair. According to the reporter: surgeon was conducting a laparoscopic hernia repair right inguinal. Surgeon had commenced procedure and was inserting two pediports after creation of space. Pediport one was inserted and the flange was screwed open but during the opening of the flange the flange broke apart, surgeon continued to use port and moved to insertion of second pediport, but once again the flange system broke apart upon opening. Whilst the surgeon completed the procedure using the damaged ports the surgeon found that the procedure got more and more complicated as time went on as the damaged ports continued to lose fixation. This in turn added a level of complexity to an already complex procedure extending operating time by 20-30 mins. Surgeon was also deeply concerned at the conclusion of the procedure and took considerable care to ensure the broken components of the flange were still connected to the port and had not been left behind in the patient.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one 5.5mm short secondary port opened by the account. Visual examination of each devices noted the anchor tabs were broken. Investigation has concluded that the anchor tabs will not break when the device is used in accordance with the IFU (instructions for use). However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. Step #6 in the IFU instructs the user to activate and expand the cannula after the cannula is in the desired position within the abdominal cavity. The IFU further states that upon completion of the endoscopic procedure, release the locking mechanism (reverse step #6). Penetration and removal of the device requires that the anchor tabs are in the closed position. As a preventive measure to decrease the incidence of the tabs breaking if the user exposed the device to penetration and fixation forces with the anchor tabs inappropriately in the open position, the method of sterilization for this device was changed from gamma radiation to an ethylene oxide process. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/26/2015.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned devices. Visual examination of the device demonstrated that the flanges of the anchor were broken. Functional testing was precluded due to the observed damage. The investigation revealed that the reported condition could not have originated during or prior to the sima assembly process. All 5.5mm short secondary port products are submitted to 100% visual and functional tests where the failure mode reported can be detected. However, further evaluation determined that if the units are exposed to higher limits of gamma irradiation this could influence with the weakness of the anchor tabs and during the use of the devices, they eventually could cede and break. Subsequently, the complaint data did display an increased trend. A manufacturing enhancement has been generated to address the higher limits of gamma irradiation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.